Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein it was confirmed during the procedure that one of the patient's leads had migrated and another had fractured. As a result, both existing leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30703. It was reported both of patient's leads migrated and patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.